Event description:
The customer reported that there was no wave review data for a pt who had expired.

Manufacturer narrative:
The customer reported that there was no wave review data for a pt who had expired. The customer stated that they were able to retrieve pt data for other pts during the same time period. This issue would not be likely to cause or contribute to death or serious injury as real-time monitoring and alarm annunciation functions are unaffected. The pt was a dnr and no emergent care would have been provided. The customer was looking for data prior to the time of the pt's death. Philips is reporting this only because a pt coded while being monitored using our devices. Philips is in the process of obtaining add'l info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).